Manufacturer narrative:
A ge service representative performed an over the phone investigation and instructed the customer how to find the existing patients in the directory and then had him remove the database to force recovery. The system is now in recovery and the customer will report back later on the progress of the recovery.

Event description:
The customer reported that the system did not show any patient in the database and appeared to be unavailable. No patient injury was reported.